Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported up until maybe the about 6 months ago they would charge their implant fully within maybe 35-45 minutes at the most and it would last for 3 days. Patient stated now the implant depletes below 30% within 8 hours and described that the adaptive stim no longer notices when they lay down or sit up. Patient commented the controller goes for days without having to charge it. Patient reported they have made no changes to therapy settings within this timeframe. Agent reviewed information and redirected to hcp and mdt rep to further address.